Event description:
Procedure performed: vnotes. Event description: [hospital]. There is a small clear plastic seal inside of the vnotes port. As the surgeon was passing the suture through the port the needle caught on the plastic seal and yanked it into the patient's body cavity. The surgeon saw it and removed it from the body. The device was replaced with a new one to complete the case. The lot number of the device is unknown. No patient injury occurred. The device was discarded after use, however the clear plastic piece is available for return. Additional information received from [name] via email on 24jul2024: [hospital] now orders through a warehouse, the ID code is: 1030563. Type of intervention: replaced with another device (same model) to complete the case. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the shield, an internal plastic component of the sleeve, was fully dislodged from the sleeve. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by an instrument that was inserted or removed through the seal subassembly in a non-axial manner applied medical¿s instruction for use (IFU) states, ¿all instruments should be centered axially when inserted through the sleeve¿s seal for easier insertion.¿ applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: vnotes. Event description: [hospital]. There is a small clear plastic seal inside of the vnotes port. As the surgeon was passing the suture through the port the needle caught on the plastic seal and yanked it into the patient's body cavity. The surgeon saw it and removed it from the body. The device was replaced with a new one to complete the case. The lot number of the device is unknown. No patient injury occurred. The device was discarded after use, however the clear plastic piece is available for return. Additional information received from [name] via email on 24jul2024: [hospital] now orders through a warehouse, the ID code is: (B)(4). Additional information from [name] 10sep2024 via email the batch number is 1502495. Type of intervention: replaced with another device (same model) to complete the case. Patient status: no patient injury.